Manufacturer narrative:
The fse visited the customer site and identified malfunction in the system calibration, due to which the system was giving the alarm. The issue was resolved after the cleaning of the battery, battery charge test and operation testing. The device was returned to use, and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the defibrillator still alarms despite the replacement of the battery. A check is required. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.